Event description:
In this event it is reported that reciproc files 6x broke during use. The broken part remained in the root canal and patient was sent to an endo specialist. Outcome is unknown as of this MDR.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Manufacturer narrative:
No product and no lot received therefore no investigation possible. 2 (two) unsuccessful requests to retrieve suspect product or investigation result have been made and documented. Complaint will be reopened if suspect product or investigation result arrives per (B)(4). All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.